Event description:
It was reported that the patient had a bipolar hemi-arthroplasty last week and dislocated, surgeon opted to remove everything and convert to a total hip.

Manufacturer narrative:
An event regarding dislocation involving an unknown unipolar head was reported. The event was confirmed. Clinician review indicated "in this elderly female with a history of previous open reduction internal fixation and parkinson¿s disease a higher risk of dislocation was present." The review concluded: "there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this revision surgery." Clinician review of the provided records confirmed the reported dislocation. The review indicated that patient factors put this patient at an increased risk for dislocation. The review found no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this revision surgery. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics.

Event description:
It was reported that the patient had a bipolar hemi-arthroplasty last week and dislocated, surgeon opted to remove everything and convert to a total hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown unitrax ball. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.